Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); product ID 6944-65 implantable tachy lead implanted: 2001 (B)(6); 4194 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the electrocardiogram (egm) showed noise spike post biventricular pacing in the right ventricular (rv) and possible far field r-wave (ffrw) after that. The patient is under going medical management. The leads remain in use. No patient complications have been reported as a result of this event.